Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hyperglycemia. Customer was not getting his insulin running in the 500' mg/dl and 489 mg/dl they took bolus and he was not getting any improvement. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege pump was under delivering. The insulin pump will not returned for analysis. Frn-mmt-332-rsvr, unomed inf set.